Event description:
It was reported that three months post implant, there was no bipolar atrial capture at 7.5 v, 1.5 ms and atrial sensing had decreased to 0.4 mv. There also was no capture in the unipolar configuration.